Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure during use. The following information was provided by the initial reporter: material no. 368607, batch no. Unknown. Safety shield broke off when it was engages.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® eclipse¿ blood collection needles experienced safety shield failure during use. The following information was provided by the initial reporter: material no. 368607, batch no. Unknown. Safety shield broke off when it was engages.